Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic proctectomy, while on the first firing (rectum resection) the devices (handle and reload) were used. The surgeon was not able to fire the device despite articulating the jaws, pushing the green button, and trying firing for the second time. A new device was used to complete the procedure. There was no patient injury.